Manufacturer narrative:
Please note that this MDR MFR report #: 8031673-2018-04168 was previously submitted to the FDA on 07feb2018; it was resubmitted per request by the FDA MDR data systems team representative. On (B)(6) 2015, a field service engineer (fse) was dispatched to the customer's facility. The fse discovered during the inspection of the instrument that the wiring around the sampling arm was incorrect. This was corrected and at the same time the diluent pump was replaced. Precision tests were run and were found to be within acceptable ranges. No further action was required by the fse. The aia-360 instrument was performing within specifications. A 13-month complaint history and service review for serial number (B)(6) was conducted and no similar events were found. No consequent failures related to the reported event were found in the complaint and service history. The aia-360 service, operator's, and training manuals were reviewed and found to clearly address calibration, operation, maintenance, error messages and flags, and trouble shooting pertaining to the aia-360 system. Per the aia-360 manual, and when receiving error "2012", this translates to and means there is no contact with the liquid after diluent suction. If the issue persists, the user is advised to contact the service department. The probable cause of the reported event is related to a defective diluent pump, possibly due to user error or inadequate maintenance. This report is being submitted due to a retrospective review under CAPA-2017-0007.

Event description:
On (B)(6) 2015, a customer reported receiving error 2012 (air detected diluent). A follow up call was made to the customer on (B)(6) 2015 and where the technical support specialist (tss) instructed the customer to run samples and to check if the sample injection needle was bent. The customer reported back the needle was straight, but reported that the same error message as reported initially had re-appeared. This event is being reported as the customer was unable to run samples which caused a delay in reporting patient samples for e2 and prog assays. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting results.